Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. The insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump got exposed to moisture. The customer also mentioned that they received battery out limit alarms. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 128 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.